Event description:
(B)(6) hospital contacted distributor questioning lights causing 2nd degree burns. The operating room was shut down until the service technician could evaluate. The uv filters were not installed on the lights and may have contributed to burns on patient's dating back to (B)(6) 2014. The facility has been trained on the use of the uv filters but has since removed lights from their facility.